Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had 3d image anomaly. The image did not become 3d if it was rotated. There were no reports of patient harm.

Event description:
It was reported the rigid video scope had 3d image anomaly. The image did not become 3d if it was rotated. The issue was found before use during inspection of an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image quality was poor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.